Event description:
It was reported during an ablation procedure, the irrigation port detached from the handle of the coolpath catheter. There were no consequences to the patient.

Manufacturer narrative:
(B)(4). One cool path duo 7f catheter was received for evaluation. Visual inspection revealed the lure extension tube broke at the handle edge with lumen and separated from the handle edge. Due to the broken lumen and lure extension shaft, functional testing could not be performed. Review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.